Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 80 mg/dl. Customer has tried different cannula lengths and issue reoccurs. Customer does rotate the site and avoids scar tissue. Customer stated the tubing was bent or kinked. Customer has tried all remedies. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33and excessive no delivery test. No excessive no delivery alarm noted. Unit received with cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.